Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. When the pump was connected to a power source, the pump displayed an alert indicating that the pump could not be charged. In addition, the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted 266 (mg/dl). Customer stated a bolus via the pump would be delivered. It was indicated that the customer would continue to use the pump until the replacement pump was received.